Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer reported being unable to test using the adc device due to battery icon appearing on the screen. As a result, customer experienced symptoms of hypoglycemia and was unable to self-treat. Customer required third-party intervention who provided (B)(6) as treatment. No further details were provided. There was no report of death or permanent impairment associated with this event.